Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 20-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer fasting and produced test result of lo using true metrix meter. The customer was not satisfied with the result obtained and was also concerned with test results from meter memory of lo. The customers expected am fasting blood glucose test result is 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 07/31/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (time not set, customer stated all results were obtained in the am): result 1 : lo mg/dl date: (B)(6) 2021, time: 12:38 pm fasting. Result 2 : lo mg/dl date: (B)(6) 2021, time: 12:37 pm fasting. Result 3 : lo mg/dl date: (B)(6) 2021, time: 09:27 am fasting. Result 4 : lo mg/dl date: (B)(6) 2021, time: 08:59 am fasting. Result 5 : lo mg/dl date: (B)(6) 2021,time: 09:21 am fasting.

Manufacturer narrative:
Sections with additional information as of 13-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Testing of retention strip lot (tested within specifications) added most likely underlying root cause mlc-040 user's test strip had poor fill.